Event description:
It was observed during the device inspection, that the transducer on the shockpulse lithotripsy system was unable to connect. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue occurred due to broken pins on the transducer receptacle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.